Event description:
It was reported that pump displayed malfunction code. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Customer gave correction insulin by injection using multiple daily injections, and did not require third party assistance. Customer performed pump reset with guidance from technical support; malfunction did not recur after reset, customer was advised to continue using pump and to call back if malfunction code appeared again, and caller acknowledged understanding of these instructions.